Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered two lead safety switches (lss) due to intermittently high out-of-range pace impedance measurements greater than 2,000 ohms. After the first lss, there were multiple stored episodes due noise with oversensing and pacing inhibition due to unipolar pacing, however it was noted that the intrinsic rhythm was observed throughout the episode. There were no obvious signs of an rv lead issue, and full testing in bipolar was recommended. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered two lead safety switches (lss) due to intermittently high out-of-range pace impedance measurements greater than 2,000 ohms. After the first lss, there were multiple stored episodes due noise with oversensing and pacing inhibition due to unipolar pacing, however it was noted that the intrinsic rhythm was observed throughout the episode. There were no obvious signs of an rv lead issue, and full testing in bipolar was recommended. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.